Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed on the 2nd february 2011 and had performed to specification up to the 20th april 2014. During this time the device records 19 manual power ups under one minute duration. Also during this period the device records one occasion in which the temperature was recorded below the minimum recommended stand-by temperature of 0 degrees celsius with a low of -1.1 degrees celsius recorded. Multiple manual power ups mainly of ten minutes duration were observed between the 23rd april 2014 and the 26th april 2014. After this, the device performed to specification up to the 13th march 2016. However a number of manual power ups occurred during this period. A test pad-pak was inserted into the device. During the power up only the green status led was visible with the instructional leds extinguished. This would confirm the reported fault. A successful test shock was delivered during the testing with an acceptable measurement being recorded. Investigation found the reported fault can be attributed to dry joint on the membrane pcba. A dry joint on the membrane resulted in all instructional leds failing to illuminate. The device was still able to deliver therapy via the audio prompts.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No leds working.